Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and upon arrival on site, the fse powered on iabp and exercised pump on a test catheter and patient simulator. The fse was unable to duplicate any leak or gas loss alarm. The fse reported that in the event logs, multiple gas loss alarms were documented at different time intervals. In addition, no leaks were found in the pneumatic assembly as drive manifold, fill manifold & pneumatic interface module passed all leak tests, plus all autofill tests also passed. The fse completed a preventive maintenance (pm) using a screw kit, a full calibration, functional testing and electrical safety checks passed to factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was displaying "alarm leak in iab circuit". There was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.